Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the system was faulty, during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Updated pump's software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.